Event description:
Related manufacturer reference number 1627487-2022-04895. It was reported that patient experienced pain at the rib cage due to calcification around the implant site. Reportedly, the ipg was deemed inoperable and patient therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.